Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was implanted in the esophagus during a stent implantation procedure on an unknown date. According to the complainant, the stent was implanted to treat a gastric sleeve leak. Post-procedure (exact date unknown), the physician noted that the stent had migrated. On (B)(6) 2013, the physician removed the stent. During stent removal, the suture broke. The stent was successfully removed from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.